Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had a follow up clinic appointment, the day prior to this report. The patient was said to ¿doing well.¿ the pump was delivering dilaudid 5 mg/ml concentration, at a dose of 2mg/day with an additional 0.01mg dose, every three hours, as needed.

Manufacturer narrative:
Product ID: 8703, lot# j92098926, implanted: (B)(6) 1992, explanted: (B)(6) 2013, product type: catheter. Product ID: 8703, lot# j92098926, implanted: (B)(6) 1992, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump was "acting funky." Additionally, the physician had difficulty using a cap needle to get fluid from the catheter and inadvertently damaged the connector, which ultimately lead to replacing the pump. The pump was delivering dilaudid.